Event description:
A family member reported the customer being hospitalized the day before with blood glucose values over 600 mg/dl. The significant event reported leading up to the hospitalization was a no delivery alarm in the customer's insulin pump. However, during troubleshooting with the helpline it was reported that the insulin pump only had low reservoir alarms displayed in the recent history. Troubleshooting found the insulin pump apparently working as designed. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.